Event description:
Complete loss of vision in right eye / unnatural cataracts within 2 months. Eyes completely checked (documented) before being admitted to the hospital. This is a request to investigate a CT scan at the hospital in 2009 ordered by a dr. Within three months of this CT scan, my right eye became completely blind. It was diagnosed as rapid cataracts by another dr (and treated by third dr of another facility) both my eyes were thoroughly checked by second dr, the day I was admitted to hospital. He documented a tiny formation in each of eye of cataract and told me I would have to have that looked at in about eight years. My left eye was abscessed and immediately treated with steroids in the hospital. My right eye was fine and not treated for anything, and that is the eye that I lost complete eyesight in. The eye treated with steroids healed and I have no problems with it so far. None of the above professionals can tell me what happened to my right eye. From what I can gather, the cataract was huge, bewilderingly rapid, soft and gray and would not normally appear in someone my age-at least not this huge. (Documented). Hospital informed they cannot give me the dosage reading of the CT scan because it cannot be taken out of the machine after 60 days. These are the things I was told and are documented as well: first dr - did not call me back for two weeks after my request to obtain dosage of scan. I went, four months later, and she was not there. Her assistant however, told me that the doctor had been informed by the hospital about the situation and was told "the dosage was appropriate". She is unwilling to obtain a print-out of the dosage for me. I recently went to the medical imaging department at hospital and asked to speak to the operator of my CT scan. (Don - last name not known) and was given two readings on two small pieces of paper (14.7 m gy and total dlp 404.4 mgy cm) I said I wanted the actual print-out of the machine since these did not make sense to me. He told me it was in "the hard drive" and could not get it out. He then called for manager of medical imaging because he couldn't "handle it". Mgr then came back with a piece of paper (which I asked him to sign) which had 404.4 mil gray/cemt written on it. I asked if this was standard or what it was and he did not answer. I then told him I had no eyesight in my right eye. He did not respond. I called chief medical officer and spoke to someone. I wanted to speak to chief medical officer; however, she led (head of imaging?) To call me. I was informed the print out was not available to me (they cannot get it out after 60 days) however, she said, mgr of medical imaging had sent her an e-mail with a "mock-up" of types of the CT scan I had received, and the readings were 543.2 mgy and 27.16 msv I am not sure the "v" is correct) and that they had already been investigated (by whom or for what I do not know) and furthermore my CT scan was not a brain perfusion but a "neck scan". Then she went into the bomb thing and how we are surrounded by natural radiation...all of which I didn't understand the point of since I simply want a print-out of my CT scan on event date. I do have a film of the CT scan and cannot read it. I do not trust my doctor to read it. There are 76 and 58 images in it. I see my teeth. Mgr originally told me it was a brain scan. I have to find someone to read it for me. I am very worried about my health. I have intense, painful headaches and neck pain. I also have a poor sense of balance when I walk that I cannot get rid of. I have no idea at this point what the cause of all this is. I want to know exactly what I have been exposed to, so I can help myself. I have a right to that. This is why I am sending you this letter. Please investigate. Dose or amount: not known, frequency: not known. Dates of use: 2009, small lump in neck. Diagnosis or reason for use: they don't know.

Event description:
Additional info received from rptr: 10/12/10 - although a new law has just been signed by our governor, it will not go into effect for about a year. Nor do I know if it is retroactive. This law would force facilities to release the amount of radiation exposure from the machine for each person's CT scan. In spite of my many attempts, it does not appear I will ever know what I was exposed to. This investigation speaks for itself. One moment it is ....no software in place to store dosages...to.. The dose reading is no longer in the machine. So which is it? Perhaps it is in the hard drive as (B)(4), the operator first told me. How this investigation could recommend this machine be passed is beyond my sensibilities. To call me names and make judgments, (she is in it for the money) is appalling to me. (A lunatic, crazy, off). I don¿t know what I am dealing with here but it is frightening. I realize nothing will be done on your end either. It appears we live in a country where the money makers are protected no matter what. (B)(6).

Event description:
Your letter of january 7, 2010 requesting a copy of the radiation dosage records was referred to me from the (B)(6), (B) (6). As we discussed in our december 11-2009 telephone call, by the time you verbally requested, (november 2009), the dose reading from your (B) (6) 2009 CT of your neck, that info is no longer stored in the machine. However, to ease you concerns, (B) (6) found a more recent CT study performed identical to yours and checked the dosing of radiation. I gave you this dose number on our telephone call, 543.2 mgy or 27.16 msv. In addition, since these are very scientific numbers and to gain some perspective, I gave you the number of 3 msv which is one year worth of background radiation. You alluded to the CT scan causing your cataracts. This is when I told you per (B) (6) that you would have had to receive a dose of 5,000 msv to cause cataracts. I also told you in this conversation that just around the time of your CT all of our radiology equipment had undergone an annual inspection, which includes checking calibration on every piece of equipment and the dose readings.